Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited ventricular oversensing. The patient is pacemaker dependent. The device was reprogrammed. No patient symptoms were reported.

Event description:
New information noted that reprogramming resolved the oversensing issue. The patient's condition was stable.